Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed that their breasts were sitting high on their chest, and they never dropped lower as the patient was told they would. Furthermore, the patient states they had bilateral capsular contracture with baker grade iii ranking for both breasts. Although, a healthcare professional has only confirmed the capsular contracture of the right breast without stating a baker grade ranking as of current information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-00299 for the contralateral event.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed that their breasts were sitting high on their chest, and they never dropped lower as the patient was told they would. Furthermore, the patient states they had bilateral capsular contracture with baker grade iii ranking for both breasts. Although, a healthcare professional has only confirmed the capsular contracture of the right breast without stating a baker grade ranking as of current information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-00299 for the contralateral event.

Manufacturer narrative:
On january 16, 2023, received additional information. The patient underwent bilateral removal and replacement with 755cc mentor memorygel xtra breast implants on (B)(6) 2023. On january 30, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 07, 2023, mentor received post-operative paperwork that stated the patient's pre- and post-operative diagnosis was only right sided complications. Additionally, it stated that the patient thought the left breast implant was in a good position without any pain or problems. Follow-ups were conducted to clarify the information. On february 16, 2023, mentor received clarification. The surgeon stated the left side was completely normal. As such, there are no reported complications or patient consequences related to the left breast implant. No further reporting is required and no follow-ups will be submitted. Manufacturer¿s reference number: (B)(4). In the first supplemental, h6 health effect - clinical code, h6 medical device problem code, and h6 health effect - impact code should have been reported as no clinical signs, symptoms or conditions, no apparent adverse event, and no health consequences or impact, respectively, due to the fact that the patient did not experience complications related to the left device.